Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.power tool evaluation was completed on this device. The customer's complaint that the ((B)(4)) small battery drive runs intermittently was confirmed. The device was evaluated and the complaint was substantiated. It runs intermittently during the torque test. This is most likely due to interal motor failure or (ecu) electronic control unit due to usage wear over time.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive was not working well. Has intermittent function. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknown.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.